Event description:
Reportedly, on (B)(6) 2013 , a shunt creation was performed and an electric cautery was used during the surgery. During a regular pacemaker check on (B)(6) 2014, oversensing and noise episodes (dated (B)(6) 2013) were observed in device memory. An analysis is requested.

Manufacturer narrative:
Corrected.

Event description:
Reportedly, on (B)(6) 2013 , a shunt creation was performed and an electric cautery was used during the surgery. During a regular pacemaker check on (B)(6) 2014, oversensing and noise episodes (dated (B)(6) 2013) were observed in device memory. An analysis is requested.